Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical details note that there was visible leakage from the purge filter. Also, during purge fluid exchange and de-airing, there was visible leakage out of check valve of yellow luer lock. The cause of the purge leak - pump was not determined since product was not returned and insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant noted that a visible leak was observed from the purge filter while the patient was receiving support from the impella cp device. There were no alarms activated on the console during this time. The leakage occurred during the exchange of purge fluid and deairing, with visible leakage noted from the check valve of the yellow luer lock. No patient harm was reported. The pump was successfully weaned off and subsequently explanted.